Event description:
It was reported that during a da vinci-assisted surgical procedure, the technician reported the error c-34 on the erbe. The caller informed that they had already replaced the energy cable which did not solve the issue. The instrument was brand new and it was the first use. The customer opened a new instrument to check if the problem was the erbe or the first instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the technician advised the caller to test the same instrument with an ft10, if possible. They were able to use an ft10, which worked correctly with the first instrument, so the erbe was defective. The procedure was completed robotically with the aid of an external electric scalpel, i.e., a scalpel separate from the robotic system that they can use in conjunction with the robotic system. The technician noted that the erbe electric scalpel cannot be replaced during surgery. Therefore, this scalpel was replaced after the surgical procedure, on the day after it occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Manufacturer narrative:
The erbe generator was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe gave error c-34 at startup. Log review revealed c-33 and c-34 errors. A review of the internal erbe log showed error c-00. Upon visual inspection indicates the unit is in good cosmetic condition. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.